Event description:
It was reported that during a lap gastric bypass procedure, the device made a funny noise. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Serial number = na. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and the blade portion scratched. The broken blade tip was present. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was that the device was making a funny noise. Due to the blade tip being broke off, further testing could not be done. Blade damage may occur from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" (such as a solid tone or an error code) later in the procedure. Continued usage of a damage blade will result in the blade tip breaking. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to use. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.